Event description:
It was reported "getting IV medication in PICC line started leaking at end of infusion. Red lumen leaking at hub connection. Line clamped cleaned with alcohol and gauze and taped applied." Add information received 04/19/2022: was the product used on a patient? Yes. Was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome.- no.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reez4075 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "getting IV medication in PICC line started leaking at end of infusion. Red lumen leaking at hub connection. Line clamped cleaned with alcohol and gauze and taped applied." Add information received 04/19/2022: was the product used on a patient? Yes was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome.- no.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), applicable manufacturing records, returned physical sample, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leakage from the catheter was confirmed. The product returned for evaluation was a 5fr d/l powerpicc catheter. The sample contained evidence of use and a gross visual assessment found that a partial split in the extension tubing existed at the distal edge of the red luer. Kink impressions were seen on the extension tubing at the edge of the purple luer but no holes in that extension leg tubing were seen. Microscopic examination of the extension tubing damage found linear striation-like patterns which extended through the entire thickness of the tubing. This damage is characteristic of repeated kinking of the tube, called flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the tubing and may gradually form a crack(s) in the tubing. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product h3 other text : evaluation findings are in section h.11.